Event description:
It was reported that the implant was removed due to becoming fractured at the site resulting in a loss of the crown.

Manufacturer narrative:
Zimvie complaint number (B)(4). Additional 510(k) numbers are k011028 and k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) was returned for investigation. Visual evaluation of the as returned implant identified bone debris on external threads. A fracture at the implants collar was identified. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were moderate bone density ¿ type ii. The reported device had been placed on tooth #37 (fdi) for approximately 5 years. The patient has diabetes. X-ray provided and showed implant fracture at collar. DHR review for the lot (63268397) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63268397) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.